Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that worn out scope socket causing a loose connection and scope connector cannot be secured properly. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed due to corrosion inside the video connector, the worn out scope socket caused loose connection. Additional findings are as follows: the top cover was deformed and the front panel was damaged. A software upgrade was recommended. The signal connectors were not working properly. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, that the video connectors in the front are broken and cannot be connected on the video system center. The issue was found during preparation before use, a similar device was used during the procedure, and there was no delay. There were no reports of patient harm.